Event description:
It was reported that during the implant procedure, the right ventricular lead could not be implanted. High impedance and a loss of capture were noted. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.